Manufacturer narrative:
At this time product has not yet been returned and the serial number provided is not valid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 8 days of wearing the adc freestyle libre sensor. Customer experienced loss of consciousness "delirium" and required treatment with juice by a third party. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a "replace sensor" message after 8 days of wearing the adc freestyle libre sensor. Customer experienced loss of consciousness "delirium" and required treatment with juice by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: serial number has been updated based on the returned product. Sensor 0m0065rykjh has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has aslo been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.